Event description:
It was reported to philips that the o2 manifold located at the back of the unit, intermittently leaks. This event was reported to have occurred during patient use. The device was removed from the patient without incident; delay to therapy was noted, there was no patient harm. The customer spoke with a philips remote service engineer (rse). The customer stated they heard a large rush of o2 coming from the manifold, as if the manifold was stuck open. The rse advised the customer the manifold may be defective and to replace the part.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the oxygen manifold to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. There was no patient or user harm reported due to this event.